Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected troponin I result was obtained from a patient sample processed using vitros troponin I es reagent with a vitros 5600 integrated system. The definitive assignable cause could not be determined. A complete vitros tropi es precision testing to assess the performance of the vitros instrument was not obtained prior to performing service actions, therefore, an instrument related issue cannot be ruled out as contributing to the events. Based on historical quality control results, a reagent issue did not likely contribute to the event. In addition, it is unknown if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected vitros troponin I es result from a patient sample processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Vitros troponin I es = 0.848 ng/ml versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result was reported from the laboratory, however, sample testing was repeated and a corrected report was issued for the affected sample. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).